Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had low blood glucose value and post-reset ram crc alarm. Customer¿s blood glucose value at time of incident was 37mg/dl. Customer treated with glucose tablets. Customer reported that the pump was not worn during a medical procedure. Insulin pump will not be returned for analysis.